Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The patient code have been updated (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-mar-07, additional information was received from an hcp via a manufacturer representative (rep). The rep reported the patient was unable to provide an exact date of the pump flipping. The patient stated, "a few days ago". The rep stated, "the catheter appeared twisted and tangled in pocket. Physician stated he believes the patient flipped the pump (herself) several times until the catheter broke".

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 15-dec-2019, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from an healthcare professional (hcp) and patient via a manufacturer representative (rep) regarding a patient receiving dilaudid (5 mg/day, 20 mg/ml) via an implantable pump for spinal pain. The patient's medical history includes renal/kidney disease/cancer. The patient reported their pump flipped and their pocket was swollen. The patient denied falls of injury. The hcp scheduled a surgical intervention on (B)(6) 2019 and the pump pocket was opened. In the operating room, the hcp found the pocket was filled with fluid which the hcp believed was both cerebrospinal fluid (csf) and drug. The catheter was found to be broken at the pump/catheter connector site. A new pump segment (8784) was used. With the new pump segment, csf flowed from catheter and reconnected to pump. The issue was resolved at the time of this report. The patient's status was alive - no injury.